Event description:
It has been reported to philips that the azurion system was unable to make x-ray exposures. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in use at the start of coronary diagnosis procedure, and the procedure got delayed and completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and found the problem with x-ray generator and x-ray tube. Analysis of the system log file confirmed the reported malfunction and problem with the x-ray generator. During troubleshooting, fse found error in point rail voltage, replaced the power inverter and x-ray tube but the system was not able to complete calibration to suite pc. Part analysis of both the defective part suite pc and tube were performed where suite pc concluded hdd failure whereas tube concluded a wear and tear failure. Fse replaced the x-ray generator, x-ray tube and suite pc. After replacing the x-ray generator, x-ray tube and suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.